Manufacturer narrative:
(B)(4). Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08735 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device was programmed with the correct time and date then monitored for 1 day. No unexpected change from 12 hour setup to 24 hour set up noted. No time loss/gain noted. No unexpected pump reset noted. No motor anomaly or displacement anomaly noted during testing. Device uploaded properly using carelink. The motor was tested outside of the unit and passed. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was 270 mg/dl and 360 mg/dl. The customer stated that the symptoms related to high blood glucose such as dizziness. Offered troubleshooting high blood glucose value and they stated even getting high went to the hospital last week and stay for four days and give him shot took the pump and said pump not working good. Customer was not able to navigate through the pump the screen display kept timing out. Customer wants to replace the insulin pump because he said that his blood sugar was not recorded by the pump and didn't want to perform a troubleshooting. The device will be returned for analysis.